Event description:
Subsequent to the initial medwatch report, additional information received indicated the sheath size used to place the proglide sutures during the preclose technique and during the transcatheter aortic valve implantation (tavi) procedure was an 18f sheath. No additional information was provided.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in the mildly calcified right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 18f. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were placed using the preclose technique. When the tavi procedure was completed, the two successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the proglide device was used in a mildly calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed as the returned device analysis noted the plunger, suture, needles and cuffs were returned in pre-deployed position suggesting the device was not deployed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.